Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level of 26.2 mmol/l. The customer also had blood glucose level of 19 mmol/l. Customer reported that the insulin pump received insulin flow block alarm. Customer declined for assistance regarding high blood glucose. Troubleshooting was performed for insulin flow block alarm. Customer stated that the insulin exited and insulin pump alarm during fill tubing. Customer stated she will take a manual injection and head home from work to do a complete set change. The insulin pump will not be returned for analysis.